Manufacturer narrative:
Per internal review on (B)(6) 2025, it was identified that the g1 section was mistakenly identified as a (B)(6) in (B)(6), USA and has now been updated in this report to (B)(6) t/a (B)(6) medical in (B)(6) g1. Manufacturer site postal code: (B)(6). Furthermore, on (B)(6) 2025, bwi received additional information regarding the event. The issue was identified on the end valve where the dilator, wire, and catheters are inserted. The sheath appeared normal and undamaged externally, but the medical team suspected an internal issue. No air entered the patient's body. Blood was lost but the exact amount was not measured. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
On 4-nov-2025, the product investigation was completed as the complaint device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A device history record review was performed for the finished device lot number 15118899 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Based on the information available, there is no indication that a design or manufacturing issue has caused the reported complaint condition. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - small and the "back port" where the dilator is inserted into the base of the vizigo sheath had a lot of bleed back when they removed the dilator. Upon inspection of the "back port", the medical team noticed a white filament inside of it. They decided to replaced the sheath to continue. When the sheath was replaced, the issue resolved. No patient consequences were reported.